Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to being exposed to the health risk of the device. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges "being exposed to health risk" for almost a year with no further details provided. In addition, they state that for their daily therapy, they "absolutely require the use of" the device as they "cannot stop the treatment." Medical intervention was not specified. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam particles or degradation. The customer's complaint was not confirmed. The device was scrapped.